Event description:
A falsely elevated troponin I result was obtained on the dimension rxl max. The result was not reported to the physician. Retest of the same sample on the same analyzer read 0.2 and 0.25 ng/ml. A previous sequential draw on the same patient read 0.2 ng/ml. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated result. Analysis of instrument performance resulted in replacement of the wash probe, tubing harness and wash cassette.